Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds in both the unipolar and bipolar pacing configurations. The lead also had high impedance and was oversensing noise during plyometric exercises. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.